Event description:
Boston scientific received information that shortly after the implant procedure of this right ventricular (rv) lead this patient had asystole. Chest compressions were applied and the rv lead was replaced. It was noted that the sweet tip on this lead did not dissolve. This lead will be returned.

Manufacturer narrative:
Upon analysis, this event will be updated.

Manufacturer narrative:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed that the mannitol was missing from the helix tip. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--